Event description:
The advocate stated the customer's contour ts meter gave a blood glucose reading of 140 mg/dl while the customer was sleeping. Paramedics were called and the customer was taken to the hospital where her blood glucose was tested at 880 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The advocate did not provided any more information about the event. The advocate stated the customer did not receive treatment, but most likely she was treated with insulin. The advocate declined the offer to troubleshoot the contour ts system and just insisted the meter be replaced. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.